Manufacturer narrative:
Outcomes attributed to adverse event - in addition to the initially report other serious (important medical events), disability or permanent damage is also being checked. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with striae in right eye only one day post treatment. Account mentioned that it was difficult to determine if the striae was visually significant due to high cylinder pre-treatment. Patient was set up for surgical consult in 5 days, but will return to clinic sooner if visual acuity declines. It was stated that the patient had no experienced loss of best corrected visual acuity (bcva). The patient complained of blurry vision and gritty, foggy vision in left eye worse than right eye. On (B)(6) 2014, it was reported that patient did experienced loss of best corrected visual acuity equal or above 2 lines (no pre or post bcva readings were provided).

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.